Manufacturer narrative:
Discrepant negative d(rh1) antigen typing results for a transfused patient. The most probable root-cause is sample related, the patient being d(rh1) antigen positive and having been transfused with d(rh1) antigen negative blood. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. Due to the higher density of the transfused cells, the vision aspirated the rh negative cells from the bottom of the tube (customer letter (B)(6)). (B)(4).

Event description:
On 26 october 2021, a customer complained to ortho care after obtaining what was described as discrepant negative d(rh1) antigen typing results for a transfused patient sample using the ortho mts system in conjunction with their ortho vision-ID mts analyser. Complainant/ complaint reporter: (B)(6) - laboratory supervisor. Date of events: (B)(6) 2021. Reported on: 26 october 2021 by (B)(6) to the orthocare helpdesk. Software version: 5.12.4 reagents: ortho mts a/b/d monoclonal and reverse grouping card lot # 062821001-07, ortho mts a/b/d monoclonal and reverse grouping card lot # 071521037-02. Patient information: sample ID: (B)(6). (B)(6) female, known blood group d (rh1) positive; recently transfused with d (rh1) negative blood. The customer reported that, on (B)(6) 2021 they had tested a patient sample (sample ID: (B)(6)) for d (rh1) antigen typing using ortho mts a/b/d monoclonal and reverse grouping card lot # 062821001-07 in conjunction with their ortho vision ID-mts analyser and that they had obtained a negative reaction with the mts anti-d (rh1) reagent. The customer stated that they were expecting a positive result. The customer reported that, on the same day, they had retested the same patient sample for d(rh1) antigen typing using ortho mts a/b/d monoclonal and reverse grouping card lot # 071521037-02 in conjunction with their ortho vision ID-mts analyser and that they had again obtained a negative reaction with the mts anti-d (rh1) reagent. The customer stated that they were expecting a positive result. The customer reported that, on the same day, they had retested the same patient sample for d(rh1) antigen typing using ortho mts a/b/d monoclonal and reverse grouping card (lot not provided) in conjunction with their ortho vision ID-mts analyser and that they had obtained a positive 4+ reaction with the mts anti-d(rh1) reagent. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported events.